Manufacturer narrative:
(B)(4). (B)(4). Retainer ring=black. Constant insulin flow blocked alarms noted during priming due to stuck motor slide. Stuck motor slide due to dried insulin on motor slide. Unit successfully downloaded to thus. Verified pump alarmed insulin flow blocked on (B)(6) 2021 08:50:00.000 in pump history. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error alarms. Unit passed self test. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and partially broken retainer. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow blocked alarm during fill tubing. Insulin did exited during tubing with manual plunger push. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.